Event description:
A high blood glucose level was reported, with the customer indicating that the value was displayed as "high" but no specific value was provided. Cause was not known. The customer responded to the high glucose level by administering a correction bolus using the pump and was advised to inspect the infusion set site for issues; however, this was not immediately done, and the customer stated they would follow up if further problems arose.